Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2020-14472,  2015691-2020-14473,  2015691-2020-14474.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. The dates of the events are unknown; however, the article was submitted for publication on may 46, 2020. Therefore, the 'submission for publication date' was used as the occurrence date.   Reference article: patsalis, polykarpos c., et al. "Undersizing but overfilling eliminates the gray zones of sizing for transcatheter aortic valve replacement with the balloon-expandable bioprosthesis." Ijc heart & vasculature 30 (2020): 100593. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj.  In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Investigation results suggest/indicate the cause of the three reported annular ruptures is unknown. Details of the events were not provided. However, in addition to the mechanisms described above patient and procedure factors not reported may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate for (B)(6) through the review of the medical article: "undersizing but overfilling eliminates the gray zones of sizing for transcatheter aortic valve replacement with the balloon-expandable bioprosthesis". Corresponding author polykarpos c. Patsalis. Data from 246 consecutive high-risk patients with symptomatic aortic valve stenosis who underwent transfemoral (tf) tavr using the edwards sapien 3 bioprosthesis were analyzed retrospectively. The following event occurred: three patients had annular ruptures. Details of the events were not provided.